Event description:
Meter is not giving accurate results. Analysis run on clark error grid using mean average reading (300) as ref. Point vs. Bd readings of 444, 405, 52 yield data points in the e/c zone of the gride, outside of acceptable limits.